Event description:
It was reported that the patient was undergoing radiation therapy. The implantable pulse generator (ipg) device experienced an electrical reset as a result of the therapy. The reset was cleared, but due to continue radiation therapy, another electrical reset occurred. The reset was cleared again and parameters were restored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. Two critical random access memory (ram) parity errors occurred. Patient was exposed to radiation therapy. Power on reset (por) severity is low, so the device should be able to fully recover after reset. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).